Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062910. The device involved in the event was discarded; therefore, a return sample evaluation is unable to be performed. A buried bumper is a known complication of a peg tube placement. (B)(4). If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. In (B)(6) 2017, the patient began duodopa therapy. On (B)(6) 2021 during a preventive change of the tubing, the collar on the peg tube was found to be incarcerated. It was reported that the collar was successfully grasped with a rat tooth forceps and extracted with difficulty. An attempt was made to regain the route using an introducer of percutaneous gastrostomy without success and a new spotting would be tried without transilluminator. An abdominal pelvic scan was indicated to find an abscess and the patient received antibiotic treatment of augmentin for seven days. At the time of report, no new duodopa tubing was installed.